Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime and a33 test and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery. Motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus delivery. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.